Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test, damage, motor error alarm and low battery alert. The customer's blood glucose reading was unknown. The customer stated that he had to change the battery 3 times in the last week. The customer mentioned a crack on the pump near the top of the battery compartment. The customer stated that the pump is working but there is a motor error. The customer reported drive support cap to appear normal. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. No unexpected low battery, failed battery test, off no power alarm or battery indicator anomaly noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.